Event description:
It was reported that the patient's newly implanted device displayed right ventricular (rv) lead impedance warnings on the first, post implant, interrogation. The warning date and time corresponds to the time period before the device was implanted, prior to the lead even being connected to the device. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.